Manufacturer narrative:
Approximate age of device ¿ 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient originally developed a chronic resistant pump pocket infection on (B)(6) 2013 which progressed to a chronic driveline infection. The patient was treated with cipro and bactrim. The patient resided in a nursing home and was reportedly dialysis dependent. The patient expired on (B)(6) 2014 due to infection. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.